Event description:
This male patient with a history of hypertension, hyperlipidemia, smoking, penicillin allergy, gastric ulcer, and previous stenting of the proximal left anterior descending artery (lad) with a 4.0 x 18mm ave stent (1996) was admitted for coronary evaluation. Angiography revealed a new lesion in the mid-lad, distal to the previously placed ave stent. A 2.5 x 33mm cypher select stent was placed distal to and overlapping the ave and was deployed to 18 atms. No additional information regarding the lesion and procedure are available. Eight months later, the patient presented with unstable angina. Angiography revealed a 65%, 18mm, irregular, concentric, in-stent restenosis of the cypher select stent in the mid-lad. There was thrombus present within the stent. Less than 10mm of the lesion was within the stent, the rest extended distally from the stent. The lesion was not predilated. A 2.75 x 23mm cypher select plus stent was deployed at 16 atms. An additional 3.5 x 23mm stent was placed overlapping the first and was deployed to 14 atms. The stents were post dilated with a 3.5 x 23mm balloon inflated to 16 atms. The patient was discharged in stable condition. Six months later the patient reported chest pain, which was relieved with sublingual nitro-glycerine. There were no ECG changes and troponin t was negative. The pain did not reoccur. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned.

Manufacturer narrative:
In-stent restenosis and very-late thrombosis are known potential long-term outcome of coronary stenting and are multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis/thrombosis following stent implantation include patient factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.